Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call motor error alarm and blank display on the insulin pump. Customer's blood glucose level was 197 mg/dl. Troubleshooting for motor error alarm was performed. Customer was unable to clear alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power test, reset error test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The motor passed the motor test. No motor error alarm was noted and no blank display was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken reservoir tube lip and a missing end cap sticker.